Manufacturer narrative:
Received one (1) used list# 14220-01, primary plum y-type blood set for inspection. As received, one (1) bag spike was covered in small particulate matter. The particulate matter was outside and inside the fluid path. The particles were not embedded in the bag spike. Received one (1) photo of the particulate matter on the bag spike. The sample was sent to costa rica for further evaluation. One side of the spike was contaminated with dirt. This event was analyzed by the mfg process, and the event of black particles was confirmed. The reported complaint of particulate matter can be confirmed. The probable cause was attributed to the molding manufacturing process in costa rica. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received regarding a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch was contaminated with dirt on one side. The event was noted during priming. There was no patient involvement.